Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer reported they have been receiving multiple no delivery alarms for several weeks. We performed troubleshooting. The customer reported that the no delivery alarm was resolved by reservoir/infusion set occlusion. The reservoir is not expected to be returned for analysis.